Event description:
The sheath/cover for the universa firm ureteral stent and positioner was left in the bladder. It was identified several days later upon CT scan and required surgical intervention to remove it from the person's bladder.